Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose of 600 mg/dl, which was treated with manual injection. Customer had symptoms of nausea and frequent urination. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer declined to complete troubleshooting by performing a high pressure test. Customer was advised to change infusion set, reservoir and insulin. Customer was advised to call back should unexplained high blood glucose persist.